Manufacturer narrative:
After battery installation the insulin pump gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked liquid-crystal display controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's screen was blank. Customer's blood glucose value was unknown. Customer was unable to troubleshoot and reverted back to manual injection. Insulin pump will be returned for analysis.